Event description:
The patient contacted animas on (B)(4) 2014 reporting that their pump tonight just powered off and then back on. They changed the battery but the issue continues intermittently. The battery cap threads were stripped. There is no reported adverse event with this complaint. This report is made based on the allegation of the battery cap issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings:investigators were unable to confirm damaged battery cap. A test pump used to complete investigation. Battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No power reboots occurred. Removed cap with no issues. The battery cap threads are intact. The battery cap spring is secure. The battery cap contact height and width are within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.